Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became "harder to press". Customer stated the pump and pump features were still able to be accessed, but stated the button had to be pressed harder in order for the button to respond. The customer was not using the pump for therapy at the time of the event. Additionally, it was reported that the tactile touch response was "soft". The customer stated the pump still acknowledged presses; however, the vibration of the tactile touch did not seem as strong. There was no information provided regarding the customer's blood glucose level. Reportedly, customer would continue to use the pump for insulin therapy.